Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was not using a continuous glucose monitor, and subsequently was unaware of elevated blood glucose (536 mg/dl). Customer requested a temp rate of 125% and delivered 25 units of insulin via syringe to address the issue. Customer¿s blood glucose dropped to 47 mg/dl due to over-correcting. Customer ate to address low blood glucose. Health care provider advised customer to adjust pump settings.